Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-05810, 2938836-2019-05816. It was reported that the patient expired during an accident. The cause of the accident is unknown. There is no known allegation from a health professional that suggests the death was related to the device. As per medical examiner, the cause of death was compressional asphyxia.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece for analysis measuring 7.6 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.